Manufacturer narrative:
E1: reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device calibrated syringe was not passing test. The event occurred during preventative maintenance. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The syringe failed to measure the correct size, and the pump attempted to be fixed by someone, and the syringe and potentiometer sensor were assembled wrongly. The cause of the customer reported issue was the syringe and potentiometer sensor were assembly incorrectly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period as there was no record of a previous repair record for this device. The manufacturer representative replaced the sensors correctly, and the pump passed all functional tests and performed as intended.